Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was 324-325 mg/dl. Reportedly, the customer administered a manual injection to address bg level. Reportedly, customer called emergency line for assistance on how to use the pump. Reportedly, customer sustained injury due to event; however, no information was provided pertaining to the injury. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response was received. A replacement pump was provided to resolve the issue.